Event description:
It was reported that after an interventional procedure of a chronic total occlusion lesion in the right coronary artery, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, after the foot was parked and the plunger was depressed, when the needle plunger was withdrawn, no suture was connected up to the tip of the needle. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event, no suture present after needle plunger was withdrawn, was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.